Event description:
It was reported after deployment and ballooning, a drop in blood pressure was noted. Angio revealed a tear or rupture of the proximal aorta. The pt was converted to open procedure and the excluder bifurcated endoprosthesis device was removed. It was noted there were no tears or deformities in the device. Bypass procedure was completed and the pt was taken to ICU. Pt was taken back to the or in the evening due to disseminated intervascular coagulation (dic). Bleeding was controlled and pt was in guarded condition. Later on in the week, the pt was again taken to the or for exploration, cholecystectomy and liver exploration. At that time it was noted that pt was having severe liver failure. The family agreed that if the pt did not show improvement over the weekend, life support would be suspended. The pt expired in 2004.